Event description:
A literature article revealed that patients were treated with deep lamellar keratoplasty (dlkp) using ophthalmic viscosurgical devices (ovds) resulted in rupture of descemet¿s membrane. No further information expected due to unlikelihood.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: deep lamellar keratoplasty (dlkp) in keratoconus patients using viscoadaptive viscoelastics. (Cornea) mar 2005; volume 24(2); page 178-81. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot code or sample provided as this complaint is related to a literature article. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).